Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 16-1527-7, transpore-plastic trans. Tape irritates his skin. The product was given to the patient by a nurse. There is no (B)(6) order number. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).